Event description:
Consumer claims she was using the heating pad on her hip. She alleges the controller of her heating pad caught on fire and damaged her bedding. No injuries were reported with this incident.